Event description:
It was found membrane broken during the first use. Blood flow rate: 110ml/min. Tmp: 50mmhg. Machine: ak 95s. No blood loss for the pt. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibrea. No further info is expected for this specific event and the case is considered closed.